Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was intact. The reported problem was found in the event history log (ehl). Device passed functional tests. The technician was unable to duplicate the intermittent reported event. The root cause of the reported issue was not confirmed. The technician replaced main board for preventive.

Event description:
It was reported there were board issues. No patient injury was reported.